Event description:
It was reported that the left ventricular lead had dislodged, exhibiting exit block. Upon pocket revision, it was noted that the lead was movable within the suture sleeve. The lead was successfully explanted and replaced.